Event description:
It has been reported that indication for use: severe chest pain / ECG pattern changes. While in the c.t.v.s. (Cardiothoracic vascular surgery) intensive care unit the intra-aortic balloon (iab) was prepped and inserted sheathless into the pt's right femoral artery. After insertion, the pump alarmed "check iab catheter." It was found that the iab membrane did not inflate. As a result, the iab was removed and replaced with another arrow iab in the same insertion site. The pt received intra-aortic balloon pump (iabp) therapy successfully with the second iab. There was a reported 20 minute delay / interruption in iabp therapy. There was no reported pt death, injury or complications. The pt outcome is listed as pt discharged. Procedure done: CABG (coronary artery bypass graft) x 3. Individual reversed saphenous venous graft anastomosed to lad (left anterior descending), om2 and distal rca (right coronary artery). It was noted that the iab that was removed from the pt was not broken.

Manufacturer narrative:
Complaint no. (B)(4).